Event description:
Ous MDR - boston scientific received information that during an implant procedure, this patient developed a pneumothorax. The pneumothorax was treated during the procedure. It was also noted that this right atrial (ra) lead was found to have dislodged after review of the lead positioning. Attempts were made to reposition the lead, however the helix would not extend and retract. The lead was removed from the patient and a new lead was implanted. It was noted that during removal of the lead it was broken, therefore, it was disposed at the hospital. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.